Event description:
A non- healthcare professional reported that following cataract surgery with intraocular lens (iol) implant procedure, the patient experienced flashes for 2 to 3 blinks in the morning, black halo several times during the day, eyes was teary, vision was blurry, feels dizzy. The patient also reported of edema after the implant was inserted, which caused eyelids to droop, causing discomfort. The patient stated that she contacted her doctor, who prescribed antibiotics, corticosteroids, lubricants, and eye drops but there was no improvement. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).